Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that over the past couple of weeks, the patient was not feeling any stimulation. They stated that the patient was getting the out of range (oor) message on their controller. The rep noted that they tried many different electrode configurations but was still not getting any therapeutic response. The rep provided the following impedance values: ref 0 1-3 2790-9000ohms4-7 24000-30000ohms ref 4 0-3 29000-33000ohms 5 2910 6 3500 7 8000. During the call, the rep programmed a bipole on 0/1 and increased the intensity. They indicated that they got the oor message before the patient had any perception. The rep mentioned that they would follow-up with the physician about protentional replacement of components. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on 2020-apr-01 reported that this case was cancelled due to covid-19 and was not yet rescheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that according to tech, it¿s broken or not connected leads/extensions. Reprogramming was performed on the day of the report with no improvement. Patient to be scheduled for revision. The issue was not resolved. Patient's weight was unknown. No further complications were reported.